Event description:
The electrode worked normally, after some mins of use and after a longer brake in usage the electrode failed to work again.

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under power. The condition of the device is somewhat different than what was reported. The original complaint verbiage did not point towards a reportable event, however, the physical examination in 2008 indicates that the damage to the electrode could only, we believe, have happened in the body while in use, which makes the event reportable. The distal tip of the electrode is severely charred and burnt-there is mass missing from the manifolds. It appears that the device is arced, causing thermal damage to the distal tip. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. One hypothesis, based on the extent of the damage, is that the electrode touched a metallic object, such as another instrument or scope. Another hypothesis is that the electrode was exposed to aggressive use, such as burying it in tissue or activating the electrode out of the saline field. Furthermore, there is ceramic missing from the thin ceramic ring surrounding the faceplate of the electrode. This can be attributed to the application of excessive mechanical force. The condition of the device can be attributed to a user technique issue. No further actions is warranted at this time.